Manufacturer narrative:
Qn (B)(4).

Event description:
During insertion, the physician found the dilator body was kinked. A new device was obtained to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), the customer returned one dilator and sheath for evaluation. The dilator hub was separated and not returned. It was confirmed that this defect was not reported by the customer, therefore it is assumed that the hub was inadvertently separated. Visual inspection confirmed one slight bend/kink in the dilator body. The returned sheath did not contain any bends , kinks, or damage. The dilator contained one slight bend 5.7" from the distal tip. The total length of the returned dilator measured to be 12.76" which is within specifications of 12.5-13" per product drawing. The outer diameter of the returned dilator measured to be 0.107" which is within specifications of 0.107-0.110" per product drawing. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "thread tapered tip of sheath/dilator assembly over spring wire guide. Grasping near skin, advance assembly into vessel with slight twisting motion to desired position." The customer report of a damaged dilator was confirmed by complaint investigation of the returned sample. The dilator contained one bend. The sample passed all relevant dimensional inspections and a device history record review was performed with no relevant findings. Based on the condition of the sample received , unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
During insertion, the physician found the dilator body was kinked. A new device was obtained to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.